Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 46582un18 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I lot 46582un18. Refer to manufacturer report number 1415939-2019-00188 for additional lot# submission.

Manufacturer narrative:
Corrected lot# updated to 46582um18 from 12931un19.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated stat architect troponin-I result on one patient. Results provided: 2.42 / 2.18 / 0.42 / 0.45 ng/ml / another architect = 0.40 / 0.47 ng/ml / siemens vista dimension = <0.02 ng/ml. The customers diagnostic cutoff is 0.04 ng/ml. No impact to patient management was reported.